Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The battery supplier determined that corrosion on the battery pca caused the failure. The root cause for the corrosion was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was able to power on a monitor but did not charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was able to power on a monitor but did not charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.